Event description:
Event description cpi received information that an end-of-service (eos) battery status was noted during a routine follow-up of this implantable cardioverter defibrillator. The patient reported feeling a shock delivered in july 2000 and afterward had arrhythmia-like symptoms, but no shock delivered.